Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision for hematoma this right ventricular (rv) lead was found to have insulation damage and lead body was integrated with blood. This rv lead was explanted and replaced. The patient was also given intravenous antibiotics. No additional adverse patient effects were reported.